Event description:
It was reported that during a fitting appointment, it was discovered that the pt could no longer hear anything on his right hand side. The pt is bi-laterally implanted. For the past three wks, the pt has not had thee speech processor on this side switched on.